Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore no analysis could be performed. The mfg records for top assembly batch 5291661 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specs. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as MDR# 6000093-2006-02135. It was reported by the pt's spouse that following a coronary drug eluting stenting treatment procedure, the pt experienced "blockage that required open artery bypass". Add'l info rec,d from the physician,s office indicated that the date the stents were implanted, the pt presented with recurrent angina symptoms. The left coronary artery was engaged using a 6 french cls3.5 guide catheter. The left anterior descending (lad) lesion was crossed using a 300cm luge wire. Intravascular ultrasound (ivus) was performed in the proximal and mid portions of the lad. A 3.0x32mm express2 bare metal stent was deployed at 16atm in the mid lad. Then a 3.5x32mm express2 stent was deployed at 16 atm "more proximally" in the lad. No residual stenosis was evident in the lad. The distal right coronary artery (rca) was treated with angioplasty using a 3.0x15mm maverick balloon inflated to 12 atm. With the same balloon, the mid rca was treated with balloon inflation to 12 atm. A johnson & johnson cypher drug eluting stent was deployed at 16 atm in the mid rca. Medications rec'd during the procedure included integrilin, heparin and nitroglycerin. Ticlopidine was given post procedure. The pt tolerated the procedure well and there were no immediate pt complications. The pt was transferred to the post cardiac catheterization unit in a stable condition. After 317 days the pt had a coronary angiogram performed that indicated the lad had 90% ostial stenosis, 60% in-stent restenosis proximally and 90% in-stent restenosis distally. "This pt has occlusion of both of his vein grafts. The pda is occluded and fills via collateral. There is a high-grade lesion in the lad. The pt will be referred for repeat surgical revascularization. "A coronary artery bypass graft to the lad and the pda was performed in 2005. One yr and 49 days later, the pt presented again with angina and left heart catheterization revealed diffuse distal in-stent restenosis of 90% in the lad. The physician notes indicate options at this time include ongoing medical therapy. The spouse reports that the physician does not recommend another cardiac procedure.